Event description:
During cts heart by pass surgery the perfusionist noted a kink in the raceway portion of the arterial tubing.the tubing was clamped and a new tubing circuit was replaced, this took 1 minute.

Event description:
Tear within the tubing was confirmed on receipt. Material formulation was correct and no processing anomolies during manufacture were noted. The wall thickness was measured and found to be within specification. This is a rare event, likely associated with overclamping in the peristaltic pump. Gish labeling provides the following "warning: improper occlusion of the roller pumps can lead to premature pump header failure. Pump occlusion should be adjusted prior to each procedure according to the pump manufacturer's recommendations."